Manufacturer narrative:
(B)(4). Section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt319 breathing circuit was not received at fisher & paykel (f&p) healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility. Results: the healthcare facility reported that the rt319 breathing circuit was found damaged and leaking water during patient use. Conclusion: without photographs and return of the subject device, we are unable to confirm the cause of the reported event. All rt319 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.

Event description:
A healthcare facility in china reported that an rt319 bi-level/CPAP circuit was found damaged and leaking water during patient use. There was no patient harm reported.

Event description:
A healthcare facility in china reported that an rt319 bi-level/CPAP circuit was found damaged and leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt319 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.